Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse found multiple ¿gas loss in iabp circuit alarms¿ in the diagnostics logs. The iabp passed all internal leak tests. The fse reloaded the system software due to error code #25 and 55 in error log. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump will not fill. ¿iabp not filling alarm for leak¿ was generated. There was no patient harm and no adverse event was reported.